Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery an ophthalmic console exhibited no vacuum during phacoemulsification mode. There was no occlusion tone and no occlusion message. A system message was displayed. The procedure was completed using a back-up console. The patient required vitrectomy and then secondary intra-ocular lens (iol) implant at a later date.

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. The company representative did not confirm or replicate anything that would have been attributed to the reported event. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. A review for complaints reported against this lot/batch/serial number was performed. There were no similar complaints were reported for the product lot/batch/serial under investigation. The system was found to meet specifications. Therefore, the root cause of the reported events is inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).